Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella rp for mechanical circulatory support. The patient was on impella rp flex support and the placement signal slowly trended up. Patient's pa catheter reading 30/15. No change to motor current value or waveforms noted before or after rise in pa placement signal. Subsequently, calculated flows on the rp flex dropped to between 1-2lpm. Support continued and the staff monitored. No patient harm reported due to the issue.

Manufacturer narrative:
No product was returned for evaluation. Data logs from case were reviewed and lt logs showed an sudden sustained increase in placement signal with a simultaneous decrease in pump flow on day 7 of support. Rt log at time of increase shows a sudden spike in placement signal with a corresponding spike in motor current, speed deviation, and drop in pump flow. Additionally, purge pressure begins to increase after spike and purge flow begins to drop. This changes are characteristic of a biomaterial ingestion event occurring with the change in placement signals observed during support as a symptom of ingestion and not due to an issue with the sensor. Clinical details noted that existing swan catheter was in place in rij prior to pump implant and thrombus was observed in left ij. Additionally, clinical details noted that placement signal increase with subsequent drop in flows occurred on day 3 of support, however, data logs showed placement signal increase on day 7 of support. The root cause of the low pump flows is most likely due to biomaterial ingestion.

Manufacturer narrative:
The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-14504. Mso statement missing: the decision was made to withdraw care and the patient expired. Per medical safety officer review use of the device cannot conclusively be associated with the outcome. Patient's peri-procedural condition was critical. E4 should have been left blank. G1 reporting contact fax number missing.